Event description:
The doctor reported that the patient required explant of desara blue tv sling six months post-op due to pain. The sling was implanted on (B)(6) 2020, and was explanted on (B)(6) 2021. No lot number was provided, and the product was not returned for evaluation. No further information was provided. Without additional information, it is unknown whether the adverse event occurred due to surgical techniques, patient pathology or other conditions.